Manufacturer narrative:
During the investigation it was found that the reported issue was related to the alarm delay configured on the device. There was no malfunction of the monitor and it was working according to specification. This complaint is not reportable.

Event description:
The customer reported that the intellivue mx550 patient monitor in the nicu generated a yellow spo2 alarm with a lower alarm volume instead of a red desat alarm on 22-november-2023 for the neonatal patient in bed a10. The device was in use monitoring a patient at the time of the reported event. No adverse patient / user event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.